Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient line was set down during therapy without being properly capped. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines to reduce the possibility of infection. The guide also instructs the user to use a flexicap or opticap on the patient line when disconnecting and to place the line in the organizer. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique. The patient reported setting the patient line down without capping it and observed fluid leak from the end of the patient line. The technical service representative assisted the home patient with ending therapy. The home patient would start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.